Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: concomitant medical products - the previous report did not include the concomitant medical products and therapy dates.

Event description:
It was reported that during post- mortem device interrogation, intermittent undersensing was noted. Upon review of the episodes, several ventricular fibrillation (vf) episodes were stored which showed the patient was experiencing an arrhythmia and the device was appropriately detecting and delivering therapy. Initially, the therapy converted the rhythm, but later the patient revert back into another arrhythmia. The device was programmed to 1-zone configuration with a 200 bpm vf zone. Due to a high cutoff rate and intermittent undersensing, the rhythm reach "return to sinus" criteria and abort therapy. It is alleged that the physician believes the undersensing contributed to patient death.